Manufacturer narrative:
(B)(4)

Event description:
It was reported that auto mode switch episodes were observed due to high frequent and high amplitude noise on the atrial and ventricular channel via remote transmission. Provocative testing was recommended. No further information available.